Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse lifeband (lot unknown) was not retracting or compressing the patient. The crew discontinued use of the autopulse platform (sn (B)(6)) and reverted to manual CPR. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Event description:
The customer reported the autopulse lifeband (lot unknown) was not retracting or compressing the patient. The crew discontinued use of the autopulse platform (sn (B)(6) and reverted to manual CPR. The customer did not observe any error messages. No impact or consequence to the patient.

Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) were updated based on additional information from the customer.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) is unable to perform compressions was confirmed during archive review but not during functional testing. According to the archive, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart), ua02 (compression tracking error), and ua12 (lifeband not present) error messages on the event date. When an error message is displayed, the platform will be unable to perform compressions. However, these errors were not reproduced, and the autopulse platform passed the functional testing without any fault or error, performing as intended. A review of the archive data showed ua45, ua02, and ua12 error messages on the event date, confirming the reported complaint. The autopulse platform passed the functional testing without any fault or error. The customer reported complaint and the errors in the archive could not be reproduced. The autopulse platform functioned appropriately and performed as intended. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag: advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag: advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.